Event description:
It was reported that there was an issue with novosyn quick suture. The client reported that there has been a small dehiscence in vulvar suture. Re-surgery. No further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 30 closed samples to analyze both cases. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.59 kgf in average and 3.32 kgf in minimum (ep requirements: 2.80 kgf in average and 1.27 kgf in minimum) degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a sörensen solution at 37ºc for 7 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 1.08 kgf in minimum and 1.34 kgf in maximum. B. Braun surgical requirements are: 0.38 kgf < xi < 2.12 kgf. These values are the usual and current ones for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. However, as it is mentioned in the novosyn quick instructions for use, the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing records review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.